Event description:
It was reported that the pt had a sling procedure in 2004. Following the procedure the pt complained of urinary retention. The pt underwent a re-operation and a second device was placed.